Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Patient came to the office today for an injection not related to her stimulator. The doctor decided to check her lead placement and found that the lead he recently revised, is no longer in the epidural space. The doctor asked for rep to change her programming away from that lead to the other lead that is still in the epidural space. (8-15). The patient will be sent to a neurosurgeon for a paddle implant, that date and information is currently unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2023, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.